Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2023 used as event date is unknown.

Event description:
It was reported that multiple thrombus occurred. In (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). Between 2019 and 2022, the patient developed multiple thrombus in their upper and lower extremities and thrombectomies were performed. The patient was instructed to take anticoagulant medication in response to the recurring thrombi. No further information on the status of the patient is currently available.